Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported on (B)(6) 2013 the patient underwent an unknown fusion procedure in which rhbmp-2/acs was used. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.